Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the breach in aseptic technique was reportedly due to "the attendant doing capd without proper training". The patient was not hospitalized for the peritonitis. On the same day as onset, the patient began treatment for the event with injection vencogen, intraperitoneally, (1 gram, frequency was not reported) and amikacin (650 milligrams, frequency and route not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was not reported if dianeal 1.5% therapy was ongoing, however, at the time of this report, dianeal 2.5% was ongoing. No additional information is available.